Event description:
It was reported that the wound was not healing. Cultures were done, results not reported. The pump was moved from the left buttocks to the right buttocks and new proximal tubing. Per the reporter, the patient was a ¿good sized¿ individual and had plenty of tissue and skin to support the location of the pump. The patient status at the time of the event was noted as alive, no injury. The pump was used to deliver fentanyl and bupivacaine. No patient symptoms or patient outcome reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Product ID 8781, serial# (B)(4), implanted: 2014 (B)(6); product type catheter product ID 8835, serial# (B)(4); product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that per the patient one month after she got her implant, one of the stitches didn't quite close so the hcp went in again to stitch it with nylon stitches. The patient stated they found out that she was allergic to the nylon and the wound never healed. The patient's hcp went in and moved the pump to the other side of the body 3 weeks ago. The patient did have pain relief with her pump.